Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had and the pump had blank display. The customer¿s blood glucose level was 205 mg/dl. The customer stated the battery in the pump was dying quickly. The customer advised to insert a new battery as soon as possible, if display does not return revert to a backup plan per health care professional instructions until the replacement battery cap arrives. The insulin pump will not be returned for analysis.